Event description:
In 2008, the patient was treated with two gore tag thoracic endoprostheses for a descending thoracic aortic aneurysm. In 2009, follow up cta showed a suspected type ii endoleak. Then at about 2 months later, the aneurysm ruptured, due to what was suspected as a type iii endoleak - based on dsa angiography - which was successfully repaired with an additional two gore tag thoracic endoprostheses.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Images of the event have been requested. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.